Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant crea and na results was the presence of a large clot beside the drain. The fse cleaned the aliquot drain and changed the aliquot probe. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant results for creatinine (crea) and sodium (na) were obtained on a dimension vista 500 instrument. Initial results were reported out and were questioned by the physician(s). A new sample was drawn and gave normal results. The original sample was also rerun and normal results were obtained. There are no known reports of patient intervention or adverse health consequences due to these discordant results.